Event description:
The patient reported blood glucose results of '18.5 mmol/l' with a lifescan meter and '5.5 mmol/l' on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=1.7 mmol/l. The reported issue was unresolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint was tested and no faults were found. The test strips were also tested and found to have failed control solution level 2 high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510 (k) # is k093745.